Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure to implant an unknown plate and four (4) matrixneuro screws on (B)(6) 2018, two (2) of the screw heads broke off during insertion. All fragments were removed, no fragments remained in the patient. Surgery was completed with no delay and no adverse consequence to the patient. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), matrixneuro screw self-drilling 4mm (04.503.104.04s, lot number unknown, quantity 2). This report is for one (1) matrixneuro screw 4mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: a device history record review was performed for the subject device lot number: please note, this DHR review is for sterilization procedure only: part no.: 04.503.104.04s ; lot no.: l699917; manufacturing location: bettlach; supplier: (B)(4); release to warehouse date: 19.dec.2017. Expiry date: 01.dec.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.104.20 / h473617 was manufactured in us, monument. Manufacturing location: monument . Manufacturing date: 09-oct-2017. Part #: 04.503.104.20, lot#: h473617 (non-sterile) - ti matrixneuro screw self- drilling 4mm. Qty: (B)(4). Inspection sheet- inspect dimensional & final inspection no: ns030599 rev: ad met inspection acceptance criteria. Raw material part 21015, lot h288739 received from supplier (B)(4). Certificate of conformance received from (B)(4) meet specification for titanium. Raw material rework requested on 03-feb-2017 for cut the bars in half. Raw material receiving/putaway checklist meets the requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.